Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer had an incident of undisclosed nature in operating room 1 on (B)(6) 2020 at 7:57 am. They want any and all clinical information philips can extract from the system for operating room 1 on (B)(6) from 7:45 am to 9:00am. The patient coded.

Manufacturer narrative:
A philips field service engineer (fse) reached out to the customer. The customer was not open with the fse regarding specific information on the patient, the event, or why they needed information. A request for additional information was sent to the biomed supervisor in hopes that they can provide some additional information. However, no further information was received from the customer on this issue. Philips cannot rule out a product malfunction; insufficient information was received from the customer to investigate this case. If additional information is later obtained, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.